Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 145 units of insulin, and remained static at 50 units. The customer's blood glucose level was 162 mg/dl. Review of the pump data logs by tandem technical support showed that the pump was decreasing as intended.